Event description:
Device report from synthes (B)(6) reports and event in (B)(6) as follows: it was reported during an a2fn recon hip screw insertion on (B)(6) 2013 that both recon screws were out of nail and positioned anteriorly to the nail. The issue was captured upon an intra-operative x-ray check after the nails and screws were inserted. The screws and nail were then removed from patient, and the second attempt of alignment check was performed again with the reamer passing through smoothly. This report is 1 of 8 for (B)(4).

Manufacturer narrative:
Device used for treatment not diagnosis. (B)(4). A review of the device history records was performed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system.